Manufacturer narrative:
The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Rse informed the customer that the first place to check is the amber light on the front bezel and if it is solid or blinking, if solid that indicates the battery is charged, and blinking is charging. Rse then specified the next step is to go into service and check the age of the battery and the serial number. If you don't see a serial number something is wrong with the battery, and it is not communicating with the v60. Then to check the pneumatic screen and see what the voltage is sitting at. If the voltage is around 16.3 the battery is fully charged. The customer stated he remembers seeing 14 volts last time he was in front of the unit. Rse told the customer this possibly means that the battery has been depleted and possibly won't hold a charge. The customer agreed and will replace the battery with one he currently has. The customer asked the shelf life of the battery. Rse told him I believe it is one year. The customer received parts ID. Due to the lack of additional information, it is unknown if any repair has been conducted.

Manufacturer narrative:
Date of report: 09sep2021.

Event description:
It was reported to philips that the device was not powering up when on battery. The device was not in clinical use at the time of the event. There was no report of patient or user harm.